Event description:
The bipap a30, silver series device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. The device evaluation is still ongoing. According to the information provided, the service technician observed a ventilator inoperative error code e020 (defective eeprom). A supplemental report will be provided once the evaluation is complete to confirm the identified malfunctions and conclusions.